Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated multiple system failure alarms. The customer noted that there was a possibility that saline solution had gotten inside the power management and motor control boards. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected field: g2.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue of saline ingress. To fix the issue, the fse replaced the power management board, the motor control board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated multiple system failure alarms. The customer noted that there was a possibility that saline solution had gotten inside the power management and motor control boards. There was no patient involvement and no adverse event was reported.